Event description:
It was reported that during a superior mesenteric artery stenting treatment procedure, catheter entrapment and partial stent deployment occurred. Vascular access was obtained via the brachial artery. The approximately 50% stenosed target lesion was located in the non tortuous proximal superior mesenteric artery. This 5x42x120mm epic stent delivery system selected and pre-flushed; however, the device became stuck on the wire. The physician tried to pull the stent back off the wire and then noticed that the stent was partially deployed on the wire outside the patient. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is good. This product is only (B)(4) approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a superior mesenteric artery stenting treatment procedure, catheter entrapment and partial stent deployment occurred. Vascular access was obtained via the brachial artery. The approximately 50% stenosed target lesion was located in the non tortuous proximal superior mesenteric artery. This 5x42x120mm epic stent delivery system selected and pre-flushed; however, the device became stuck on the wire. The physician tried to pull the stent back off the wire and then noticed that the stent was partially deployed on the wire outside the patient. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the stent was deployed 3 mm out the end of the distal sheath. There was no other damage to the device. The inner diameter of the inner shaft was measured and was within specification. Functional testing was performed by loading a .035" guidewire into the tip and advancing completely through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).